Event description:
A patient underwent port placement procedure using MRI power port and he was diagnosed with sigmoid colon adenocarcinoma is undergoing treatment with the folfox chemotherapy protocol combined with bevacizumab (bvz), cycle 1. Prior to chemotherapy administration, the head of oncology connected fluids to the implanted catheter. This resulted in non-painful edema over the flap area. A general surgery consultation confirmed that the reservoir was in position; however, the tunnelled catheter could not be palpated. A priority chest x-ray was requested to verify the catheter¿s position. Imaging revealed disconnection between the catheter and the reservoir (drum), with embolization of the catheter into the ventricular cavity. The patient was referred urgently for further evaluation. A surgical intervention was performed to remove the catheter. An appointment with pharmacy staff is requested to review the radiological images and determine whether the incident was due to a device failure (e.g., rupture or disconnection) or an error in the insertion technique. Subcutaneous infiltration during catheter placement; disconnection and embolization of the catheter; surgical removal required. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, five x-ray images were provided for the review. The first image shows a magnified image of a port in the right subclavicular region and a segment of catheter may be attached to the stem of the port. The second image shows the chest x-ray depicting the port in the subclavian region. The catheter tip is faintly seen in the right heart. The third image shows a lateral chest x-ray showing the catheter lying vertically in the mid-thorax. The port is not visible. The fourth image shows a port is visualized in the right subclavian region. The film is suboptimal; however, the catheter appears to have fractured in its arch; the distal segment has migrated towards the heart; the tip cannot be visualized. The stem of the port appears to be separated from the body of the port; this appearance may be related to the beam angle of this film. The fifth image shows this appears to be a magnified view of the port in image 4. Therefore, the investigation is confirmed for the reported migration issue and identified fracture and material separation issues. However, the investigation is inconclusive for the reported catheter disconnection issue as appropriate fracture and material separation identified. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port placement procedure using MRI power port and he was diagnosed with sigmoid colon adenocarcinoma is undergoing treatment with the folfox chemotherapy protocol combined with bevacizumab (bvz), cycle 1. Prior to chemotherapy administration, the head of oncology connected fluids to the implanted catheter. This resulted in non-painful edema over the flap area. A general surgery consultation confirmed that the reservoir was in position; however, the tunnelled catheter could not be palpated. A priority chest x-ray was requested to verify the catheter¿s position. Imaging revealed disconnection between the catheter and the reservoir (drum), with embolization of the catheter into the ventricular cavity. The patient was referred urgently for further evaluation. A surgical intervention was performed to remove the catheter. An appointment with pharmacy staff is requested to review the radiological images and determine whether the incident was due to a device failure (e.g., rupture or disconnection) or an error in the insertion technique. Subcutaneous infiltration during catheter placement; disconnection and embolization of the catheter; surgical removal required. The current status of the patient is unknown.